Manufacturer narrative:
Date of event: event date was estimated. It was reported as about one year post procedure.

Event description:
It was reported that there was a device related thrombus. On (B)(6) 2019 a left atrial appendage (laa) closure procedure was performed. A watchman access system (was) was positioned and a 27mm watchman laa closure device & delivery system (wds) were used. The procedure was completed successfully and the closure device was implanted in the laa of the patient. There were no reported complications that occurred. About one year later the patient came in for a follow up visit and it was noted that there was a device related thrombus present. The patient was doing fine and no adverse event occurred. The physician placed the patient on a low dose of coumadin for 6 weeks with plans to perform a transesophageal echocardiogram to check on the thrombus.